Manufacturer narrative:
Based on the available information, there was an issue with the signal generation in the measuring cell. This was possibly caused by temporary contamination or a measuring cell defect. The customer performed weekly maintenance including liquid flow cleaning after the event. This solved the issue and indicates there was a temporary contamination of the analyzer. Contamination is typically caused by improper sample material (e.g. High protein samples). The root cause of the issue was determined to be contamination of the measuring cell.

Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for 4 patient samples tested for 25-hydroxyvitamin d (vitamin d). Based on the data provided, the results for 3 patient samples were erroneous. The erroneous results were reported outside of the laboratory. The initial results for all 3 patient samples were run on (B)(6) 2015 and reported outside of the laboratory. On (B)(6) 2016, the physician called questioning the results. The samples were repeated and corrected reports were issued. Patient 1 initial vitamin d result was 22 ng/ml. The repeat result on (B)(6) 2016 was 12 ng/ml. Patient 2 (female, (B)(6)) initial vitamin d result was 33 ng/ml. The repeat result on (B)(6) 2016 was 20 ng/ml. Patient 3 (male, (B)(6)) initial vitamin d result was 18 ng/ml. The repeat result on (B)(6) 2016 was 10 ng/ml. No adverse event occurred. The vitamin d reagent lot number was 18686602 with an expiration date of 07/31/2016. After the initial results were obtained, the customer performed weekly and monthly maintenance on the analyzer including liquid flow cleaning. The repeat results were obtained after this maintenance was performed. The field service engineer (fse) visited the customer site. Quality controls were acceptable. As preventive maintenance, the fse replaced the measuring cells as they were over 2 years old and replaced the pinch valve tubing as they had last been replaced in (B)(6) of 2015. The results from analyzer performance testing were acceptable. Since the maintenance and service actions, no further issues with vitamin d tests have occurred.